Event description:
It was reported that a remote monitoring transmission was sent one day post-operative and it was noted that the atrial sensing threshold measurements for the right atrial (ra) lead were below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.